Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory the handle appeared intact. The device was received with the capsule completely closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. There is a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The catheter shaft was bent. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that as the valve was attempted to be loaded, while attempting to crimp the valve in the loading system the locking collar would not allow the valve to crimp. While attempting to remove the locking collar, the locking collar got stuck on the capsule and began to tear the capsule. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. The subject dcs was returned to medtronic for analysis. A buckle was observed in the capsule at the proximal end of the capsule, confirming the reported damage. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, in this case, while attempting to remove the locking collar during loading, the locking collar got stuck on the capsule and began to tear the capsule. This is indicative of a misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut pro+ instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. The catheter shaft was observed to be bent however the description of the event does not indicate that this damage occurred during the reported issue. Bent catheter shaft have historically been observed when the device was returned for analysis coiled in a small box, as was observed in this case. No other damage was observed on the device. A different valve and delivery system were used for the procedure. No adverse patient effects were reported. Complaints for this event type are reviewed and no further action is recommended at this time. Qa will continue to monitor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned and therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, which was loaded by the customer, while attempting to crimp the valve in the loading system the locking collar would not allow the valve to crimp. The capsule was completely closed without the inflow/outflow being married together and the locking collar was still locked. While attempting to remove the locking collar, the locking collar got stuck on the capsule and began to tear the capsule. A different valve and delivery system were used for the procedure. No adverse patient effects were reported.